Event description:
The account alleged that the side rail would not raise and latch. No pt impact.

Manufacturer narrative:
The service tech found that there was a plastic cap in the side rail latch mechanism. The plastic cap was removed from the side rail latch mechanism to resolve the issue.